Manufacturer narrative:
Batch review performed on 09 march 2018; lot 080861: (B)(4) items manufactured and released on 02 june 2008 expiration date: 2013-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs on 09 march 2018: insert revision in tka 7,5 years after primary for joint dislocation. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in due to dislocation. The surgeon revised the 14mm insert with a 17mm insert. The surgery was completed successfully.